Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that the receiver displayed a stable blood glucose (bg) value of 4.9mmol/l but they did not feel right. Upon testing their bg with a fingerstick, the patient was actually at 2.2mmol/l, explaining the way he felt. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received from the distributor. The patient felt like they were having a hypoglycemic event when in fact they were in a hypoglycemic event. The patient felt very lethargic/exhausted, thirsty and dizzy/tingly. The patient was able to react to the situation and bring his sugars up. No additional patient or event information is available.